Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
Contamination was observed on the force sensor assembly. Loss of cartridge detection did not occur during evaluation. Unrelated to the event, the battery compartment was found to be cracked and the display was found to be dim. (B)(6).